Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The software was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported a 'software error' message was display upon booting of the unit. This error would have prevented the use of mechanical ventilation. There was no report of patient involvement.